Event description:
This case was reported by (B)(6) on behalf of patient (B)(6) (dob: (B)(6) 1961, gender: male). Patient had undergone a right total knee replacement at the (B)(6) hospital on (B)(6) 2005. It is believed that(B)(4) was the manufacturer of the patient's prosthesis. On (B)(6) 2015, the patient underwent a revision surgery and removal of the prosthesis at the (B)(6) hospital. The patient's solicitors has requested information as to what occurred with the prosthesis explant following revision surgery and advice as to whether any testing or examination has been performed on the explants.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
A review of manufacturing records and complaints databases did not identify any anomalies. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.